Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. When a 4.00 x 20mm synergy xd drug-eluting stent was being advanced, the stent failed to cross the lesion and migrated without being deployed. The stent was not removed but there was no adverse effect to the patient and the procedure was completed with another of the same device. The patient condition was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 4.00 x 20mm stent delivery system was returned for analysis. The stent was not returned. The crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were visible on the exposed balloon. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. When a 4.00 x 20mm synergy xd drug-eluting stent was being advanced, the stent failed to cross the lesion and migrated without being deployed. The stent was not removed but there was no adverse effect to the patient and the procedure was completed with another of the same device. The patient condition was stable.